Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window and broken reservoir tube lip.

Event description:
Customer's mother reported a button error alarm after replacing the battery. The customer's blood glucose was 120 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).